Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that according to the patient¿s medical records, they had an ¿interstim revision scs st.¿ the hcp had no further information to provide. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.